Event description:
Medtronic received information that 32 months following the implant of this transcatheter pulmonary valve, the patient was treated with medication for confirmed endocarditis that was reported to be related to the device implant. One month later, bacteremia in the setting of the valve was noted and treated with medication. The device remains implanted and the patient recovered. No further adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record and sterility lot record were reviewed and showed that this product met all manufacturing and sterility specifications for product released for distribution. No issues were identified that would have impacted this event. There have been no other complaints, or complaints for infection, against any of the devices manufactured under this sterility lot. Although it was reported that the diagnosis of endocarditis was noted to be related to the valve implant, endocarditis that occurs more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired, as opposed to being a result of the valve manufacturing process. The endocarditis is unlikely to be attributed to this device or its manufacturing process. Overall, a root cause of the reported clinical observations could not be determined.